Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic de novo lesion was located in the moderately tortuous distal right coronary artery. The physician advanced the 2.25x15mm maverick2 balloon to the lesion and on the first inflation and inflated the balloon to 6atms. On the second inflation, the balloon was inflated to 12 atms and ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a different device. Patient status is reported as "no problem".

Manufacturer narrative:
Device evaluation: the system of the returned balloon catheter was pressurized in the product analysis lab to locate the leak. The balloon was then inspected under magnification. A balloon pinhole was confirmed in the balloon wall located on the proximal edge of the proximal markerband. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.